Event description:
Two of the spokes on left rear have snapped. At the time of this call no injuries were reported.

Manufacturer narrative:
Follow up to be sent if additional information is received.